Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device image keeps changing between red and green when plugged. The issue occurred during preparation for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause of the complaint was not established a device history record - DHR was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device image keeps changing between red and green when plugged. The issue occurred during preparation for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.